Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak suture broke while being passed through the knotless mechanism. Surgeon cut the suture and opened another ar-3636h from another lot number and case was completed without issues. This was discovered during a hip labral reconstruction (B)(6) 2022.